Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, while opening the tower door screen was returns to home page. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the screen returned to the home page upon opening the 6neb tower door. A technical support specialist received a call back from customer, who requested immediate closure of the case, stating that he had been requesting this since august 12th and needed the case cleared from his queue. The specialist informed customer that the case owner was currently out of office but would be notified regarding the closure request. Customer insisted on prompt resolution and expressed intent to escalate to a supervisor if the issue was not addressed. The specialist reached out to team lead and advised that the case could be closed while still maintaining it under the original case owner. The case was subsequently closed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, while opening the tower door screen was returns to home page. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.